Manufacturer narrative:
(B)(4). Batch # unk. Date of event unknown. An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances / manufacturing irregularities were identified. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that upon receipt of the device it was noticed that the inner peel pouch was separated on the plastic. No patient involvement.

Manufacturer narrative:
(B)(4) date sent: 2/7/2022 investigation summary the product was returned to ethicon endo-surgery for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample revealed that the ats45 (a) device was received with no apparent damage with a tyvek along with the device. As no blister was returned for evaluation, we are unable to investigate further the issue of ¿packaging integrity". In addition, the seal area from tyvek was noted to be complete and with no damage. The event described could not be confirmed as the device was returned non-sterile and no blister was received. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.